Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the physician suspected a lead tip issue due to low amplitude r-waves even after attempted repositioning of the lead. The lead was explanted.